Event description:
Customer's father called to report cosmetic damage to the insulin pump. Customer's blood glucose reading is 121 mg/dl. The insulin pump is open on the top and the drive support cap is indented. Opens were the medtronic sticker was located. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.